Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Evaluation summary: the device was returned for evaluation. The reported cuff miss event was not confirmed. Analysis of the returned device revealed that key components, the suture, plunger, needle tips, cuffs and link, were not returned. The analysis of the returned device, body lever, foot, guides and sheath, were found undamaged and appeared to be normal. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred, a second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.